Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error message occurred during aspiration. A angiojet® solent¿ dista was being used in a treatment procedure being performed within the basilic vein. The device was primed and advanced to the treatment site. Aspiration was activated when a check for kinks error occurred. The device was removed rom the patient and a solent omni catheter was used to complete the procedure. There were no reported patient complications and the patient was fine.